Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure. Procedure date is unknown. According to the complainant, fluid discharge was noted on the stoma site; a bandage was put in place related to that flow. Antibiotic therapy was initiated following the presence of a small abscess. According to the nurse, presence of a bud with good evolution was noted. The patient has an appointment with the physician in order to consider changing the tube. The device remains in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.